Event description:
During the kissing balloon procedure in a bifurcation lesion at the proximal left anterior descending artery (lad) and the diagonal coronary artery, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced to a bifurcated lesion into the lad and another hi-torque balance bmw universal ii guide wire was advanced to the bifurcated lesion in the diagonal coronary artery. A 2.0x12 mini trek balloon dilatation catheter was advanced over the first bmw guide wire toward the lad and a 1.20x6 mini trek balloon dilatation catheter was advanced over the second bmw guide wire toward the diagonal vessel. Each balloon catheter became stuck during advancement on each guide wire, and were unable to be advanced or withdrawn. Reportedly, the second bmw was unable to advance due to swelling of the guide wire coating. While attempting to forcefully withdraw the 2.0x12 mini trek from the lad, the first bmw guide wire tip separated into two pieces in the lad; the tip piece was removed using an unspecified snare device. The procedure was completed using a non-abbott guide wire. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional mini trek and bmw devices are being filed under separate manufacturing report numbers.